Manufacturer narrative:
Device analysis report attached. This report is submitted on december 4, 2023.

Manufacturer narrative:
This report is submitted on october 25, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to device non-use and there are no plans to reimplant the patient with a new device as of the date of this report.